Manufacturer narrative:
Concomitant medical products: 4592-45, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pulse is either "way high or extremely low." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.